Manufacturer narrative:
Additional information was received on 17-nov-2021. It was reported that the lot number is 30597515l. Therefore, d4. Lot, d 4. Expiration date, and h 4. Device manufacture date have been updated. A manufacturing record evaluation was performed for the finished device 30597515l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). Since the date of event is unknown, event of date, has been left blank. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered gastroparesis requiring symptom management. After the patient was discharged from the hospital, after the ablation procedure, gastric distension disorder occurred, which was described in the good vigilance practice (gvp) as gastric dilatation disorder. The patient was hospitalized again. At the time of reporting, the patient was under follow-up with a drug that promotes gastric peristalsis and fasting. The physician commented that the event was not causally related to the product. When the esophagus was ablated, the esophageal vagus nerve was affected. There was no defect of the product itself.

Manufacturer narrative:
Additional information was received on 17-nov-2021. It was reported that the patient is a 59-year-old female. The physician¿s opinion regarding the cause of this adverse event is that this is procedure related. A smartablate generator (product code unknown) was used. Therefore, the concomitant product section was updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).